Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the replacement of the ipg ( reported under manufacturer report # 3006705815-2020-30988) on (B)(6) 2020 the physician added 2 more leads for additional coverage to address the ineffective stimulation. Issue resolved post-op.